Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited low r waves. It was also reported that the right atrial (ra) lead was found to be dislodged causing the patient nerve and diaphragmatic stimulation. Both leads were re-positioned and remains in use. No further patient complications have been reported as a result of this event.